Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/2/2015. The fse found that the probe wipe rinse block was leaking. The fse replaced the probe wipe, which repaired the leak. The fse also found that the blood sampling valve (bsv) was loose and causing another leak. The fse tightened the bsv, which repaired the second leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from manual probe of the coulter lh 750 hematology analyzer. The volume of the leak was about 1/2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The printouts and raw data were requested but were not provided.